Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed cubie. Customer tried to recover the cubie, no power to machine. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was rebooted randomly. A field service engineer checked for shorts in main and auxiliary, secured all bus connection, secured power cord to wall and power supply. The fse identified as defective power cord and then replaced power cord to resolve the issue. The system functioned as intended after the field service engineer repaired the device.